Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several episodes of non-sustained lead noise due to post paced t-wave oversensing were observed. Programming changes were recommended. No further information is available.